Event description:
The report co received indicated that the cordis local distributor inadvertently shipped expired products to the hospital. Additional information was obtained and indicated that there were a total of three units, and they had false stickers that extended the expiration date (which has been indicated as "other" in blocker f10 device code). These products were not clinically used to treat pt.